Event description:
The physician reported that the pt expired per the facility where the pt lived. No details of the pt's death were given to the physician. The physician noted that the cause of death was unrelated to the implanted system. The device system was used to deliver baclofen.